Manufacturer narrative:
In the event the device is received for evaluation or additional information is received a follow-up report will be submitted. (B)(4). A carefusion certified 3rd party field service representative (fsr) evaluated the device onsite and replaced the gas delivery engine to resolve the reported issue. The device is operating to service specifications and has been returned to the customer. The gas delivery engine will be returned back to carefusion's failure analysis lab for further testing. Once a failure investigation has been completed, a supplemental report will be submitted.

Event description:
The customer stated that the ventilator is alarming a false extended high p peak alarm that is preventing the unit from operating. The reported issue occurred during patient use, but there was no patient harm.